Manufacturer narrative:
(B)(4). Implanted in a saphenous vein graft. (Indication for use). There were no reported product deficiencies. The reported patient effects of angina, nausea, and myocardial infarction are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. It should be noted that the IFU states: this xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2013, almost 5 years post xience v stent implantation in a proximal vein graft in a coronary artery, the patient experienced substernal tightness, lightheadedness, dizziness, nausea and vomiting. On 05/23/2013, the patient was hospitalized for observation. On (B)(6) 2013, troponin was noted to be elevated and the event was diagnosed as a non st elevation myocardial infarction (non-stemi). The patient was treated with medication and observation. Imaging was not done, so the status of the stent could not be reported. On (B)(6) 2013, the patient was discharged with the condition continuing. There was no additional information provided.